Event description:
It was reported that customer experienced battery appeared to deplete too quickly but battery depletion could not be confirmed. There was no reported impact to the customer¿s blood glucose level. Customer declined follow up from technical support, no additional troubleshooting or actions were completed, and no further information was obtained regarding the outcome of the event.